Event description:
The user facility reported a 63-year-old male undergoing coronary artery bypass grafting x 2 was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was attempted to be placed via direct insertion to aorta. During insertion, the left ventricle was perforated with the impella and there was damage to the aortic valve (av). Cardiopulmonary bypass (cpb) was reinitiated to repair the perforation and perform an aortotomy and av repair. The same impella was implanted via direct observation through the new av and support was initiated.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported heart valve damage and the ventricle perforation has been completed. The impella device was not returned for evaluation. Clinical information provided was sufficient to determine the root cause. The same impella was implanted via direct observation through the new atrioventricular. Support was initiated and cardiopulmonary bypass (cpb) was weaned successfully. Cardiopulmonary bypass (cpb) was reinitiated to repair the perforation and perform an aortatomy and aortic valve replacement. The cause of both issues (left ventricle perforation and damage to the aortic valve issues) was use related due to improper technique.